Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt the front therapy electrode to ECG-a cable was pulled from the front therapy electrode. The root cause for the pulled cable cannot be positively determined but is likely physical abuse. No adverse event resulted from the pulled cable.

Event description:
A review of service data detected a reportable event. During servicing of electrode belt sn (B)(4) which was returned for routine maintenance, it was discovered that the front therapy electrode to the ECG-a cable was pulled out of the therapy electrode.